Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: g1 (manufacturing site name). H3, h4, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. Based on the vertebral body stent surgical technique guide the following is stated: procedure: slide back the white cover sleeve towards the luer connector and attach it properly to the luer. This cover sleeve can be used later for stretching and folding back the vbb after catheter removal for reuse. There is a white marking range on the balloon catheter shaft indicating release length (i.e. The overall length and both the proximal and distal balloon shoulder segments) when the white marking range is completely inserted into the working sleeve. The shaft marker indicates when balloon is fully inserted; use fluoroscopy while inflating with contrast media. Warning: only use the vbb of same size together with the corresponding vbs. A dimensional inspection was performed and met specifications. A functional test cannot be performed as the mating device was not returned. The overall complaint was not confirmed as the observed condition of the vertebral body set/medium- sterile would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part # 09.804.601s. Lot # 82345875. Manufacturing site: werk bettlach. Manufacturing date: 30 nov 2018. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11. Additional manufacturer narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. G4: device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported that during a percutaneous vertebroplasty for osteoporotic vertebral fracture, the balloon's guide wire was removed and negative pressure was applied, but the balloon could not be inserted into the inner tube of the access kit. The balloon was replaced with a different size, and the surgery was completed successfully without delay. There were no consequences or impact to the patient, and no signs, symptoms, or patient involvement were identified.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.